Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, both devices broke in different ways during closure of the fascia. Another device was opened and used to complete the case. There was no patient injury.